Event description:
The customer reported that the insulin pump gave an a21 alarm and the device resets every time a new battery installed or the infusion set is changed. The blood glucose reading was 158 mg/dl. The insulin pump was not stored for an extensive period of time. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.